Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Only the proximal seal was returned to the maquet facilities. Signs of clinical use was observed. Traces of blood were visible on the seal. Delivery device and loading device were not returned for investigation. Heartstring seal and tension spring assembly were returned separately. Seal was completely in unraveled position and was attached to anchor tab with the help of seal stem. One end of the tether was cut and other end was attached to the tension spring assembly. After the seal is deployed from the delivery device into the aorta, the IFU instructs the user to cut one end of the tether and remove the tension spring with the remaining tether. And the IFU also instructs the user to visually confirm the complete removal of the heart string proximal seal by the presence of an angled cut at the end of the unrevealed seal. The one end cut of the tether and unrevealed seal are the end part of procedure. Hence the reported complaint for failure to deploy was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.